Event description:
New information noted that the physician does not believe the infection was due to the device. There was no malfunction noted on the lead. The patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the pulse generator was explanted on (B)(6) 2019 and both the right atrial and the right ventricular leads were explanted on (B)(6) 2019 due to infection. It was mentioned that the leads had issue. No further information was available.